Manufacturer narrative:
A ge oec service rep investigated the issue and found the auto-contrast settings were incorrect. The proper settings for the image quality parameters were re-loaded and evaluated for specification. The system was tested, found to be operating as intended, and released to the customer for use. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9900 fluoroscopy system had image quality issues during subtraction procedures.